Event description:
Hcp reported the pt had complete system removal due to pump pocket infection and spinal meningitis. Onset of the reported events occurred approximately 2 weeks after the infusion system was implanted. Pt symptoms reported included nausea, vomiting, and a fever. A csf culture was taken and found staphylcoccus aureus. The pt was treated with intravenous antibiotics, experienced no drug withdrawal, and the infection reportedly resolved. Refer to manufacturer's report number 2182207200602308.